Manufacturer narrative:
Concomitant medical products: (B)(4) lead, implanted: (B)(6) 2014; (B)(4) lead, implanted: (B)(6) 2014; 97714 ipg, implanted: (B)(6) 2014; 97791 adaptor, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right atrial (ra) lead position check failure. The lead remains in use. No patient complications have been reported as a result of this event.